Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral psu has not been returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).